Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experiences difficulty establishing communication between his ipg and external devices. In addition, the programmer reflects a communication error. The patient last felt stimulation from the scs system in (B)(6) 2016. As such, the patient may undergo surgical intervention to address the issue.

Event description:
Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2017 at which the ipg was explanted and replaced. Reportedly, the patient's therapy is restored and the issue is now resolved.